Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0128366. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syringe 3ml saline fill experienced a damaged/cracked/deformed syringe barrel. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was admitted to hospital due to pulmonary malignant tumor. When the responsible nurse flushed and sealed the tube for the patient's infusion, she found that the wing of the prefilled syringe's barrel was damaged, which was replaced immediately without causing any harm to the patient.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0128366. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml saline fill experienced a damaged/cracked/deformed syringe barrel. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was admitted to hospital due to pulmonary malignant tumor. When the responsible nurse flushed and sealed the tube for the patient's infusion, she found that the wing of the prefilled syringe's barrel was damaged, which was replaced immediately without causing any harm to the patient.